Manufacturer narrative:
The lot no for the device was provided, therefore a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808000 implantable port allegedly experienced unable to be aspirated. This report was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) patient was (B)(6).